Event description:
A confirmed pump motor stall was reported. The stall occurred on (B) (6) 2009 and recovered on (B) (6) 2009. The pt reported that he did not have an MRI. No pt symptoms were reported. The pump was used to deliver morphine and bupivicaine. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).